Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please clarify what is meant with "the cassette collapsed on the second stitching"? Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Or, something else happened to the cartridge?

Event description:
It was reported that there was a malfunction of the device during the operation. On (B)(6) 2021 during a bariatric operation, the cassette collapsed on the second firing. After inserting a new cassette, the device got stuck and could no longer fire.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2022 additional event information could you please clarify what is meant with "the cassette collapsed on the second stitching"? - on the second stitching, the metal parts were separated from the cassettes by the device. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? - the damage occurred during the operation in the operating field. Was the plastic portion of the cartridge damaged? - the plastic part was not damaged. Was the metal cartridge pan separated from the plastic portion of the cartridge? - yes, the metal part of the cartridge is damaged or, something else happened to the cartridge? - no.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2021. Additional information this is an analysis for 5 photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label indicating lot number v9497d, expiration date 2024-01-31 and product code long60a. The second photo shows a jaws in closed position with a green reload loaded and the knife appears to be partially advanced. The third photo shows a tissue no intervened by a device, no anomalies were noted. The fourth photo shows a tissue cut and can be seen some formed staples. The fifth photo shows a device from the handle area, and can be seen the arrow in backward position. Based on the five photos the event describe could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.